Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge reload present. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the gun was loaded with a white load and did not form a complete staple line. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: were there any malformed staples in the staple line? Did the device deliver an incomplete staple line? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product?